Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. As received, the balloon did not inflate due to leakage from a tear at central area. The tear size was approximately 2mm in length. The balloon latex was released from proximal winding to check balloon edges at the tear. The edges of tear did not appear matching at the rupture. Finally, no other visible damage or abnormality was observed from catheter body and windings. Evaluation results revealed that reported issue was confirmed. Further investigation will be completed by the engineers on the manufacturing site. A supplemental report will be forthcoming with the evaluation results.

Event description:
As reported, before use in patient, the balloon of this fogarty embolectomy catheter did not inflate properly. There was no allegation of patient injury. The device was not available for evaluation. Later on the device was returned. As per product evaluation: a tear was found at central area of the balloon and the edges of tear did not appear matching at the rupture. Patient demographics unable to be obtained.